Event description:
Lasik performed by a dr in 2001. I was a high hyperobe [over +6] and since that time have suffered from fluctuation in vision [severe fluctuations] which occur day to day, hour to hour and from morning to night. I suffer from significant problems with glare, have lost contrast sensitivity, and see starbursts and halos. I cannot drive at night unless I know the area well, cannot read most signs day or night, and am in fact a danger when I drive at night, which I almost never do. This has had a negative impact on the quality of both my vision and my life. Contact dr's office for medical records.